Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that the issue with the patient has been resolved. The patient was doing well and therapy was restored. The rep will see the patient next friday and fill perform additional follow-up with the patient.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving an unknown drug via an implantable pump. The catheter was possibly occluded, upon interrogating the pump, the nurse noticed that the pump volumes had not changed from the previous interrogation, therefore they were questioning a possible catheter occlusion. The patient was doing ok, just not receiving the required dose of medication. The pump seemed to be functioning as expected and according to the health care professional this seemed to be a catheter issue. There were no factors provided that may have led or contributed to the issue. The doctor was to perform a dye study to ensure that the catheter was patent, patient was also placed on additional therapy to manage symptoms. At the time of this report, the issue was not resolved. The manufacturing representative later reported on (B)(6) 2016 that in speaking to the clinic, they completed a successful dye study on (B)(6) 2016 which indicated the catheter was patent, no dye was seen leaking from the catheter. They also successfully withdrew drug and cerebrospinal (csf) through the catheter, they presumed there may be a micro fracture hence why they were planning to revise the catheter. As a precaution they would be revising the catheter in the coming weeks, per the doctors decision. The pump had been reprogrammed to normal dosing levels and patient was doing well. There were plans in place with the hospital should the patient have any withdrawal, under or overdosing issues. The pump seemed to be performing as expected. The manufacturing representative had requested for the pump logs and would provide them to the manufacturer once received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.